Event description:
Additional information received from a consumer reported the withdrawal symptoms resolved with treatment. The withdrawal was assumed to have happened a year or so earlier when the pump disconnected from the catheter. It was noted that the revision of the catheter did not resolve the 14 year old deterioration issue and that the 14 year old catheter is still in place.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter came off the pump connection and there was a small hole in the catheter with fluid pooling in the patient's abdomen. The patient was not receiving any intrathecal drug. This was reported to be discovered at a pump replacement that occurred on (B)(6) 2015. The patient did not know when the issue actually occurred. It was revised during the pump replacement. The patient noted that it was too bad there was no alarm when the catheter has an issue. The catheter is so old it is deteriorating; it is now 14 years old.

Event description:
It was reported that during a (B)(6) 2015 scheduled pump replacement it was discovered that there was a hole in the catheter, and also a ¿whole/tear¿ in the catheter connector at the pump connection. The catheter break was located at the proximal segment and pump connector. The damaged portion of the catheter was removed and an 8578 connector was used to connect the remaining portion of the catheter to the new pump, resolving the issue. After the repair was made the catheter was successfully aspirated and connected to the pump. The patient was set to 2.4mg/day down from 30mg/day. The patient was alive with no injury and recovered without permanent impairment. The patient was not experiencing any difficulties and was unaware that there was an issue. The pump was used to infuse morphine. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 8709, lot# j0058224r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).